Event description:
Revision surgery of hip replacement due to infection performed on (B)(6) 2020. During revision surgery, mobile liner øint 28 mm ø42 mm (product code 5566.50.420, lot#: 19at3ym - ster.2000140), liner#: l for mobile liner ø42 (product code: 5885.09.042, lot#: 1914849 - ster.1900380) and the femoral head (not manufactured by lima) were replaced and a full wash out was performed. Previous surgery was performed on (B)(6) 2020 and was due to periprosthetic fracture. Primary surgery was performed on (B)(6) 2012. Event occurred in australia.

Manufacturer narrative:
By checking the dhrs of the lot#19at3ym - ster.2000140 and lot#1914849 - ster.1900380, no pre-existing anomaly was detected and the all components manufactured and sterilized with these lot #s. Therefore, we can ensure that all the components were correctly sterilized before being placed on the market. First and only complaint received on these sterilization numbers. We will submit a final MDR once the investigation will be completed.

Event description:
Revision surgery of hip replacement due to infection performed on (B)(6) 2020. During revision surgery, mobile liner int 28 mm 42 mm (product code 5566.50.420, lot#19at3ym - ster.2000140), liner #l for mobile liner 42 (product code 5885.09.042, lot#1914849 - ster.1900380) and the femoral head (not manufactured by lima) were replaced and a full wash out was performed. Previous surgery was performed on (B)(6) 2020 and was due to periprosthetic fracture. Primary surgery was performed on (B)(6) 2012. Event occurred in (B)(6).